Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic surgeon indicated that the knives they have been receiving for the past two months are dull and it is taking longer to create the incisions. There was no harm to the patients reported. No samples were retained additional information was requested; however, none has been received to date. This is one of two reports.

Manufacturer narrative:
This is one of two complaints reported for this lot. Both complaints reported for this lot are for this issue. A review of the device history record found that there were two temporary deviations on this lot. The root cause of the reported dull knives and knives with bad angles that are causing the surgeon to take longer to create incisions is unknown as sample knives were not returned for investigation; therefore, the customer's complaint could not be confirmed. (B)(4).